Event description:
It was reported that the downstream occlusion joint was damaged. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a damaged dso seal, and a scratched lens. Functional testing was able to verify and duplicate the reported issue. It was determined that the dso seal was the root cause. The dso seal was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.